Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v295478, implanted: (B)(6) 2009. (B)(4).

Event description:
A patient indicated for urinary dysfunction reported the device "never really worked like they thought it would." Then, after a few months of having it implanted, it "just stopped working." It was stated the patient never had it checked because they gave up after it didn't work. The patient had the device turned off. The device remained implanted and the patient was inquiring if it was safe to be left in the body or if it needed to be explanted. No specific information including cause, troubleshooting, or actions taken was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.